Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is not reading the medicine correctly and also needs a copy of the event log. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 13-sept-2022 via email and attached in the complaint object: the nurse reported that the patient took the pump home and when he came back to the infusion center the pump said it had delivered the medicine but only half the bag was gone. The nurse set it back up again and when the patient returned the same had happened. So she wanted me to send it in to make sure nothing was wrong with it. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage. Functional testing found the problem was not duplicated regarding "not reading medicine correctly" issue during the investigation. Running three accuracy tests, the pump was found to be slightly over +/- 3% delivering to the manufacturing specifications. No actions taken for the delivery issue. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).